Manufacturer narrative:
(B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 289mm from end of hub. Also noted were several hypotube kinks along the full length of the catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2016. It was reported that crossing difficulties were encountered and shaft kink occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 2.50mmx16mm synergy¿ drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion. It was noted that after several attempts of crossing the lesion, the shaft got kinked and damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, revealed device analysis revealed hypotube break.